Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted during testing. The insulin pump was received with cracked case at display window corners and battery tube threads and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer reported that the insulin pump had cracks all over. The customer reported that the insulin pump have been knocked and tossed around a lot. The customer's blood glucose was 430 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin did exit during plunger push. The insulin pump will be returned for analysis.